Event description:
Received maude report #mw5038937 from FDA on 03/16/2015. Date of surgery listed as (B)(6) 2014. Event date not clear as it pre-dates implantation date, but event description indicates adverse event onset as 1-day postop. Description of event: istent implantation problem: persistent high pressure, bleeding and inflammation resulting in permanent blindness; 3 weeks ago had istent and cataract surgery by dr x in practice x. On postop day 1 could not see anything, now can see hand motion only in her right eye. Was told that there was blood behind her eye but feels that it will improve and vision will get better. Persistent high eye pressure near 40 for last 3 weeks yet has already advanced glaucoma. On ubm, a malplaced stent could be seen that it lodged in the ciliary body band likely causing continuous arterial bleeding and chronic inflammation. On our exam and optic nerve damage was nearly 100 percent and the pt will likely not recover useful vision. Pt had to be urgently scheduled for istent explantation with us and ab interno trabeculectomy with same session glaucoma drainage device implantation. Had istent placed at time of ce iol. Has had pag ou for about 15 years, lumigan, azopt, timolol.

Manufacturer narrative:
The explanted stent was not returned to glaukos for evaluation and no device identifiers were provided. Stent malposition, hyphema, iop elevation, and inflammation are listed in the device labeling as known inherent risks of glaucoma stent surgery. The name of the initial reporter is not available and we are therefore unable to investigate this event. (B)(4).